Manufacturer narrative:
Remote support was provided, finding that the co2 connector is broken. The device was returned to philips for bench repair. The bench engineer confirmed that the units co2 connector is physically damaged and to correct the issue the capnometer assembly have been replaced. The device nbp, co2 and touch screen have been calibrated.. Device functions are working correctly. The unit was returned to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the display assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Update to component code and health impact grid.

Event description:
It has been reported to philips the co2 module is broken. Will not read co2 readings.